Manufacturer narrative:
Philips service rebooted the system; no further issues were reported. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system boot failure resolved by reboot occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.